Event description:
Pt recently noted implant was not functioning. At surgery, the outer sheath of both cylinders were found to be torn, with the left side torn more extensively. The right side leakage may have been due to the removal process. The pump and reservoir appear intact.